Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately .120" x .315" was found to be broken off. The broken piece was not returned with the device. The root cause of broken instrument grips tips is typically attributed to the user, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver was observed to have the jaw break off. The procedure was procedure was completed with no reported injury.